Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The fse attempted to calibrate the touchscreen but the touchscreen would not pass the calibration test. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The unit was returned to service.

Event description:
The customer reported that the touchscreen was bad. There was no patient involvement. Event date not specified; estimate used.